Manufacturer narrative:
Both implants have failed a month after placement, after reviewing the most recent scans taken yesterday, implant #22 site had a very big defect which the doctor cleaned and grafted after taking this scan. While implant #27 appears to be in the right position but got avulsed 2.5mm more coronal to the planned position and it has bone loss all around it. After discussion its was agreed that the failure is probably not related to heat necrosis, but to the patient's healing capacity, as patient is diabetic, and ,also advised him to do a vitamin d investigation.

Event description:
Two implants have failed a month after placement.